Manufacturer narrative:
No device will be returned per customer. The customer declined to return the devices because they were repaired by biomed at the facility and returned to inventory. The root cause of this failure was not identified.

Event description:
The customer reported smoking and smell of burned plastic 5 minutes after the start of an infusion. No patient harm was reported as a result of event. Investigation done by the facility biomed suggested that the cause was a result of cleaning and subsequently attaching modules while they were still wet, causing a short which damaged connectors.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported smoking and smell of burned plastic 5 minutes after the start of an infusion. No patient harm was reported as a result of event. Investigation done by the facility biomed suggested that the cause was a result of cleaning and subsequently attaching modules while they were still wet, causing a short which damaged connectors.